Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine, if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported, that the patient went to the hospital. And was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 300 mg/dl. For treatment, the patient was given fluids and insulin. The patient was discharged after (B)(6)hours. The pod was worn between 36 and 48 hours on the arm.

Manufacturer narrative:
An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.